Event description:
Customer's husband called because his wife had just been taken by ambulance to the local ER due to her blood glucose levels (bg) being elevated. Caller stated that his wife had activated four different pods during the day due to pod alarms. Her bg ranged between 135-482 mg/dl during the day. No further info is available.

Manufacturer narrative:
The device involved has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.